Manufacturer narrative:
(B)(4). The product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. Additional information was requested and the following was obtained: was only one device involved in this event or two? One. Was the piece of suture lost in the tissue or a whole suture-needle? Just needle. Was the broken needle piece/needle removed during the same procedure? No after was the suture also removed or left in patient? Removed. Was any additional tissue dissection required or tissue damage occur due to searching/removal the needle piece or the suture? No. How was case completed? Another needle. How is the patient's current condition? Patient is fine. Are the samples returned for evaluation? Yes. Was the broken needle piece removed during the initial procedure before the patient left the operating room? Or was the procedure completed, the patient left the operating room and then the patient had to return to the operating room for a second procedure to have the needle piece removed? Patient had to return to operating room for additional procedure.

Event description:
It was reported that a patient underwent a breast mastectomy on (B)(6) 2019 and suture was used. During the procedure, the needle got broke off into the wound. Another like device was used to complete the procedure. The patient had to return to the operating room for an additional procedure to remove the needle. An xray was used to find the needle. The current condition of the patient was reported as fine. No additional information was provided.

Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Investigation summary ==> it was reported performance breakage needle. An opened box with nineteen unopened samples were returned for analysis. During the visual inspection of thirteen unopened samples, no defects were found on the packages. The samples were opened and the swage and attachment area of needles were as expected; also, the tip and body of the needles were examined under magnification and no defects, damage or needle breakage were found. Besides, the resistance test was performed and no issues or anomalies were noted. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this batch. According to the samples conditions, no performance - breakage needle were found.